Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as an inadvertent touch contamination. On the same day as the onset, the patient was hospitalized for the peritonitis. Treatment for the event of peritonitis was not reported. The patient was discharged five days after the hospitalization. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was actually discharged from the hospital several weeks after hospitalization (previously reported as ¿five days later¿) and it was reported that the patient had several pd cultures performed with unknown results (previously reported as a singular culture). It was reported that the treatment for peritonitis was unspecified antibiotics administered intraperitoneally (ip) (dosage and frequency not reported). The dianeal therapy was discontinued and the treatment with hemodialysis was started. The patient had recovered from the peritonitis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.